Event description:
Tep hernia - inguinal area/abdomen. Sheath which protects the balloon deployed from the shaft - ring and outer cover. Balloon itself remained in the device. Patient is fine and has been discharged. No adverse effects. No tissue loss/damage. No extension in incision. No additional blood loss. No delay in surgery. Nothing fell into the patients cavity. No reinforcement material used. Sample is available and collection is being arranged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).